Event description:
Customer reportedly obtained results of 55mg/dl, 214mg/dl, and 169mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported. Level 2 qc was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.